Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited far-field oversensing on the right atrial (ra) lead channel and inappropriate atrial tachy response (atr) mode switch. Technical services (ts) was consulted and recommended evaluating the system and reprogramming of the device. No adverse patient effects were reported. This pacemaker system remains in service.